Manufacturer narrative:
Additional information has been received as reflected in sections b1, b5, and h1. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ids: (B)(4).

Event description:
It was reported that "complete failure causing delayed surgery. Completely failed, no dashboard, no video signal out of any output". No negative impact in state of health reported. Additional information was received on 11-feb-2026. According to the additional information the procedure was delayed by one hour. Cross reference mdrs: 2027009-2026-00163, 2027009-2026-00164, 2027009-2026-00166, 2027009-2026-00167, 2027009-2026-00168.

Manufacturer narrative:
Device evaluation: the complaint issue was described as completely failed, no dashboard and no video signal out of any output. The reason for return was isolated to the two customer's tc201us devices. This tc304us passed multiple overnight burn-in sessions without issue. This included heavy cable manipulation and mechanical shock, yet no image failures were induced. Extensive camera connection/disconnection cycles were performed without any issues. However, even though no functional issues were encountered, concerns were observed with this device. The camera receptacle had debris and several broken spring fingers, which will require a receptacle replacement. Also, the samtec camera receptacle pins showed signs of wear and contamination. This samtec connector can't be replaced at ksna goleta, so a motherboard replacement is recommended to prevent latent failures. The cause of the issue was isolated to customer's tc201us. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ids: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ids: (B)(4).

Event description:
It was reported that "complete failure causing delayed surgery. Completely failed, no dashboard, no video signal out of any output". No negative impact in state of health reported. Cross reference mdrs: 2027009-2026-00163, 2027009-2026-00164, 2027009-2026-00166, 2027009-2026-00167, 2027009-2026-00168.